Event description:
It was reported that the patient presented in clinic for follow-up. Interrogation revealed far r-wave oversensing by the patient's leadless pacemaker (lp). No intervention was performed. The patient was stable.